Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered corroded bottom chassis and top cover/ missing text on front panel, worn out video connector latch causing poor connection with pigtails and software version at 1.06 and needed to be upgraded to the latest version 4.10. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus, the power switch button was broken, but device worked fine on the evis exera iii video system center. The only way to turn it off and on was to unplug the device from the power cord. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the reported event (power switch not working) was due to repeated use of the power switch or damage to the power switch caused by strong force applied to it. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.